Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred multiple times. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided); cause was unknown. Customer required assistance changing the pump supplies to resolve the issue and additionally a correction bolus was attempted to address high bg but could not be delivered. Reportedly, the customer reverted to manual injections for insulin therapy.